Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device was evaluated by a carefusion (cfn) field service representative (fsr). The cfn fsr resolved that issue by replacing the regulator on the blender assembly, and the unit is meeting all manufacturer specifications.

Event description:
The customer reported no display while using the vela ventilator. The carefusion (cfn) field service representative (fsr) went on-site to evaluate the suspect device and was unable to duplicate the reported issue. Cfn fsr reported finding no problems with the display on the suspect device but reported an o2 (oxygen) leak.